Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2018 with the following findings: review of the black box revealed data records beginning on (B)(6) 2005 and extending through (B)(6) 2011 with gaps in usage. The black box record does show evidence of unexplained power on reset events. The returned battery cap does not measure within contact height specifications. On investigation, the battery cap was able to fully tighten to the pump. The powered on with the returned battery cap. A 24-hour basal program was run using the returned battery cap. No rebooting, loss of power or call service alarms were duplicated. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.